Event description:
The customer reported that there were distorted images on the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the video control pcb. This did not resolve the problem. He replaced the ip pcb and ccd camera but could not get the system to fail. He performed a camera alignment, adjusted the focus, kv tracking powered up system multiple times and left the system on for a period of time. The images remained in high quality and the system was ok to use.